Event description:
Beginning in 2003, reporter has intermittent neurological symptoms beginning with dizziness, and extending to tremors in neck and some memory loss and "fuzzy" thinking. Also experienced intermittent shortness of breath, although cardiac function appears to be normal.